Manufacturer narrative:
Arjo was informed about two events involving non-arjo passive floor lift manufactured by joy in care and an arjo sling. Both events were reported under medwatch reports numbers 3012292104-2021-00026 (arjo ref # tw (B)(4)) and 3012292104-2021-00027 (arjo ref #(B)(4)). This report concerns event, which was reported under 3012292104-2021-00027 (arjo ref #(B)(4)) and refers to joy in care powermove lift, which was also involved in the event reported under 3012292104-2021-00026 and arjo sling. The customer did not indicate which sling model was used during this event, but they stated that it was different that the one used in the event reported under 3012292104-2021-00026. Arjo received information from the customer that in the second event, which occurred one day after the first one, when a patient was transferred from a chair to a bed and then raised from a chair, one sling left leg clip detached from non-arjo device spreader bar. The caregiver immediately grabbed the clip and put the patient back in his chair. The event did not result in a fall or injury. The sling was not evaluated by arjo as the details which sling was used during the event was not provided by the customer. It is unknown what type of sling was used, no model or serial number was provided. The customer did not have a service contract with arjo. The sling should be used together with arjo lift devices in accordance with the allowed combinations specified in the instructions for use (IFU, 04.sc.00-int1_6). Non-arjo device involved in the incident - joy in care powermove lift is not listed in sling instruction for use under combinations of devices allowed to be use along with the arjo sling: ¿the passive clip slings should be used together with arjo lift devices in accordance with the allowed combinations specified in the instruction for use (IFU).¿ ¿warning: to avoid injury, always follow the allowed combinations listed in this IFU. No other combinations are allowed.¿ to sum up, the non-arjo passive floor lift and arjo clip sling were used as a system for a patient transfer when the resident fell out of the device and from that perspective this system failed. However, arjo is not able to assess the arjo clip sling performance since the arjo sling was used with non-arjo spreader bar. As a medical device manufacturer, arjo is responsible to ensure that its medical device and its authorized accessories are safe and effective for use in accordance with the product¿s instructions for use manual. To ensure no compromise of safety, risk of liability, and to rely upon extensive product and accessory testing, performance and experience, arjo recommends the use of arjo patient lifts to be utilized with arjo branded slings in accordance with the devices¿ instructions for use manual. We decided to report this complaint to the competent authorities due to the clip detachment during use.

Manufacturer narrative:
Additional information will be porvided upon investigtion conclusion.

Event description:
Arjo representative was notified about an event involving passive lift, from the company joy in care, and arjo sling. It was reported that during patient transfer the clip detached. This event not result in any fall or injury.